Event description:
It was reported that a patient underwent an initial knee arthroplasty on (B)(6) 2007. Subsequently, a revision procedure due to dislocation was performed on (B)(6) 2021.

Manufacturer narrative:
(B)(4). This final report is being submitted to relay additional information. Complaint summary: product has not been returned for evaluation. The item and lot number have not been provided. X-rays or medical notes have not been provided. The investigation has been limited to the information provided. A historical search could not be performed as the item and lot number have not been provided. This device is used for treatment. Not enough information has been provided to determine if all implants are compatible. A DHR review or a review of recalls could not be performed as the item and lot number have not been provided. The likely condition of the device when it left zimmer biomet could not be determined as the item and lot number has not been provided. The root cause of the reported event cannot be determined with the information provided no corrective action required at this time as the root cause of the reported event has not been determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be submitted accordingly. Zimmer biomet will continue to monitor for trends. H3 other text: device not returned.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Additional information received: brand name: oxf anat brg rt md size 7 PMA. Common device name: oxford hxlpe bearings. Device product code: nra. Item number: 159579. Lot number: 6781106. Item expiration date: apr 27, 2025. Unique identifier (UDI) number: (B)(4). PMA/510(k) number: p010014. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent an initial knee arthroplasty on (B)(6) 2007. Subsequently, a revision procedure due to dislocation was performed on (B)(6) 2021.

Manufacturer narrative:
(B)(4). Initial report. Report source, foreign - event occurred in (B)(6) . Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device not returned.

Event description:
It was reported that a patient underwent an initial knee arthroplasty on (B)(6) 2007. Subsequently, a revision procedure due to dislocation was performed on (B)(6) 2021.